Manufacturer narrative:
The baxter technician found the¿auxiliary power cord needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on december 12, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the auxiliary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the auxiliary power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Baxter received a report from a baxter technician stating the auxiliary power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported the auxiliary power cord was damaged with exposed copper wires. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on december 12, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. After further investigation, it was determined that the copper wire was not exposed on the auxiliary power cord therefore, it does not meet criteria of a reportable malfunction that could cause/contribute to a dsi if it were to recur. Reports of damaged power cord when there are no exposed copper metal wires would not lead to user contact with electrical voltage and would not be likely to lead to death or serious injury. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.